Event description:
On (B)(6) 2008, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Final angiogram showed a proximal type I endoleak as well as type ii endoleak. The physician decided to monitor the patient. On (B)(6) 2008, post operative follow up imaging identified that the both endoleaks persisted. The physician decided to continue to monitor the patient. On (B)(6) 2009, six month follow up exam revealed the endoleaks persisted. On (B)(6) 2009, a palmaz bare metal stent was additionally implanted to repair the proximal type I endoleak. The endoleak was resolved and the patient tolerated the procedure. On (B)(6) 2009, one year follow up imaging identified the type ii endoleak persisted. The physician decided to continue to monitor the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.